Event description:
Customer reported the system shut down during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced blown fuses. System operates as intended.